Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device did not show any timeouts, drive stalls or alarm during the run. The device delivered 92 pulses. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. No damages or defects were observed that would result in a needle mechanism failure. The exact cause for the reported event could not be determined.